Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. According to performance data collected, left ventricular (lv) lead capture management trend data dating back to 2013-10-13 show elevated lv threshold with a minimum measurement of 2v up to a maximum of 5v. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to early battery depletion. It was also reported that the left ventricular (lv) lead had moved post-implant and had exhibited chronic high pacing thresholds. The lead was also explanted and replaced. No patient complications have been reported as a result of this event.